Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 100 samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time samples were checked to verify if any leak was present however all samples were still fully inflated. The defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine the root cause and any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "inflation balloon leaking ". Usage of the device at the time of the alleged defect is unknown. There was no information in regards to patient involvement. There was no report of patient harm or consequence.